Event description:
It was reported that the ventilator failed to ventilate. There was no patient harm. Manufacturer's ref #: (B)(4).

Event description:
Manufacturer's ref #: (B)(4).

Manufacturer narrative:
No service on the ventilator has been requested. Information about the current status of the ventilator has not been provided. The ventilator logs were provided for evaluation. The logs indicate alarms for excessive leakage in the patient breathing circuit or a disconnect situation. Successful pre-use check was performed prior the event. The technical log does not contain any technical error codes to indicate that there was a ventilator malfunction at the time of the event. The root cause of the reported alarms has not been conclusively determined but was most probably due to leakage.